Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had an unknown other or non-product experience. Additional information indicated that this patient with left ventricular (lv) lead experienced muscle stimulation. This lv lead was explanted. No additional adverse patient effects were reported.